Event description:
A report was received that patient had pain on the left gluteus at the ipg implant site. It was assessed that the patient had an open wound at the implant site and the device could be seen. Physician assessed that there were no signs of infection and that the wound was device related. Patient underwent a revision procedure where the ipg was removed and a new one was implanted on the right side. Patient is fine post operatively.

Event description:
A report was received that patient had pain on the left gluteus at the ipg implant site. It was assessed that the patient had an open wound at the implant site and the device could be seen. Physician assessed that there were no signs of infection and that the wound was device related. Patient underwent a revision procedure where the ipg was removed and a new one was implanted on the right side. Patient is fine post operatively.

Manufacturer narrative:
Analysis of the returned device has been completed, and the root cause of the complaint could not determined. Residual gas analysis verified no loss of electric current as a result of faulty insulation. A review of the device history record did not find any anomalies or deviations that potentially relate to the reported event.